Event description:
The customer contact reported that during preventive maintenance testing at the user facility, channels 2 and 3 of the device did not sound an audible alarm tone during an alarm condition. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing by sounding an audible alarm tone during an alarm condition. Further testing by the supplier found no defects with the piezo. Additionally during testing, channels 2 and 3 of the device alarmed with an e321 (battery charger timeout) error code. The device has been identified as part of a product recall. This report represents all the info known by the rptr upon query by hospira personnel.